Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates during a preventative maintenance check, the tech found the ground resistance on the bed was out of normal range.